Event description:
Procedure type: thoracic. According to the reporter: the device locked up on the tissue and the surgeon could not get the jaws to open to remove it. The surgeon had to staple on both proximal and distal sides to remove the device. A new handle and reloads had to be used to complete the case. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.